Event description:
After a nephrostomy procedure due to a stone in the tract to the bladder, the drainage catheter came out without any extreme force. This situation occurred three times. A new drain had to be inserted in every case. Also reference 1820334-2008-00138 and 1820334-2008-00139.

Manufacturer narrative:
Evaluation: still under investigation at this time.